Event description:
A safire ablation catheter was inserted into the body. It was connected to bw stockert generator. Impedance was jumping around and temp was only reaching the teens. The safire catheter removed from the body and the tip wiped clean and reinserted. Same issues occurred. The safire catheter was then connected to the st jude ibi generator. Impedance was more stable however the temp was jumping around. Temp would go up to about 30 degrees c then drop back to 1 and then climb and drop. The safire catheter was removed from body. Bw stockert generator set back up and new bw ablation catheter inserted into the body. No further issue were noted. No harm to patient.

Event description:
A safire ablation catheter was inserted into the body. It was connected to bw stockert generator. Impedance was jumping around and temp was only reaching the teens. The safire catheter removed from the body and the tip wiped clean and reinserted. Same issues occurred. The safire catheter was then connected to the st jude ibi generator. Impedance was more stable however the temp was jumping around. Temp would go up to about 30 degrees c then drop back to 1 and then climb and drop. The safire catheter was removed from body. Bw stockert generator set back up and new bw ablation catheter inserted into the body. No further issue were noted. No harm to patient.